Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The caller reported that the customer experienced high blood glucose levels. Customer's blood glucose level was around 300 mg/dl and 400 mg/dl. She took an injection. The customer had issues with the infusion sets. The device was not returned.